Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2016-02570 / 02571).

Event description:
Patient underwent a right hip revision approximately eleven years post implantation due to adverse reaction to metal debris (armd) and mechanical complication of the internal joint prosthesis.

Manufacturer narrative:
The following report is submitted to relay additional information received: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the product shows scratches, scuffs found worn. Device history records were reviewed and no deviations/anomalies were found that relate towards the reported event. A root cause cannot be identified based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.